Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced power supply monitor (d670-00-1166) and power supply (d014-00-0258) and completed full preventive maintenance (pm), calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The defective components were received for further investigation. The failure analysis and testing department (fat dept) received (0014-00-0258) power supply serial number (B)(6) and (B)(6) power supply monitor board serial number (B)(6). These parts were received with the complaint that the unit would not power up. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat proceeded to first test the (0670-00-1166) power supply monitor board serial number (B)(6) with a known good power supply. The fat installed the power supply monitor board onto the fat's good power supply and into the cardiosave test fixture and tested the power supply monitor board per the cardiosave service manual. The fat could not replicate the failure of the cardiosave not powering up. The (0670-00-1166) power supply monitor board serial number (B)(6) passed testing. The fat then installed the power supply monitor board onto the suspected defective (0014-00-0258) power supply serial number (B)(6) and installed into the cardiosave test fixture and tested the power supply to factory specifications per the cardiosave service manual. The fat was able to replicate the failure of the unit not powering up. The (0014-00-0258) power supply serial number (B)(6) failed testing. Sent the boards to their respective suppliers per procedure. The failure analysis and testing dept. Received part number (0670-00-1166) bulk power supply monitor board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier tested the board. Results of the tests is good and no abnormalities was detected. The board passed testing. The failure analysis and testing dept. Installed part number (0670-00-1166) bulk power supply monitor board serial number (B)(6) into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The root cause will be not confirmed for this part. Retaining the parts in the fat dept. Per procedure. Failure analysis received from the supplier for (0014-00-0258) power supply. They stated that the part had no output voltage due to a failed component. Probable root cause will be a manufacturing design issue. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by biomed , the cardiosave intra-aortic balloon pump (iabp) unit will not power up. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d8, h6 investigation findings, conclusion code . A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced power supply monitor and power supply and completed full preventive maintenance (pm), calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint. These parts were received with the complaint that the unit would not power up. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat proceeded to first test power supply monitor board with a known good power supply. The fat installed the power supply monitor board onto the fat's good power supply and into the cardiosave test fixture, and tested the power supply monitor board per the cardiosave service manual.the fat could not replicate the failure of the cardiosave not powering up. The power supply monitor board passed testing. The fat then installed the power supply monitor board onto the suspected defective power supply and installed into the cardiosave test fixture and tested the power supply to factory specifications per the cardiosave service manual. The fat was able to replicate the failure of the unit not powering up. Power supply failed testing. Sending the boards to their respective suppliers. The following investigation was performed. The failure analysis and testing dept. Received part number. Bulk power supply monitor board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier tested the board. Results of the tests is good and no abnormalities was detected. The board passed testing. The failure analysis and testing dept. Installed part. Bulk power supply monitor board. Into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The root cause will be not confirmed for this part. Retaining the parts in the fat dept. The non-conformances with the returned components were not identified. Therefore, the root cause is not confirmed. Failure analysis received from the supplier. They stated that the part had no output voltage due to a failed component. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were identified. However, the root cause is impossible to define. The most probable root cause is over voltage or over current while plugging in the power supply to the ac outlet.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).

Event description:
N/a.